Event description:
The customer reported that he forgot to remove his insulin pump during an MRI procedure, and the blood glucose meter was not communicating with the insulin pump. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder signal being out of phase. Further testing could not be performed due to the motor error alarms.